Event description:
Rec'd info regarding a cartridge alarm 1 during basal delivery. Reportedly, it is unknown if the customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been rec'd for evaluation; however, device evaluation is not yet complete. A f/u MDR will be filed.